Manufacturer narrative:
(B)(4).

Event description:
At implant, the impedances were high. Fluid was seen in the neurostimulator (ins) so it was disconnected from the lead and plug; suctioned where the leads entered; dried off lead; reconnected; tested again with the same results of high impedances. This was all repeated again and fluid remained in the ins. The ins was not used. Additional information has been requested.